Event description:
The intralase fs laser was used to create a corneal flap for lasik surgery. At the one day post-operative visit, the pt presented with diffuse lamellar keratitis (dlk) in the cd eye, which was treated with systemic and topical steroids. At five days post-operatively, the pt presented with central keraopathy, with no loss of visual acuity; the flap was lifted and rinsed that day. Subsequently, on day eight post-operative, some central flap striae had developed and the flap was lifted, streteched, and sutured. The pt's final visual acuity was 20/20 and the pt is doing well.